Event description:
No updates.

Manufacturer narrative:
Investigation results: investigation no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation there are no pictures available. Batch history review due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. No CAPA requiried at this time.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That a collect no.qas knee implants vega was used during total knee replacement procedure performed on unknown date. According to the complaint description, the surgeon saw a failed vega knee tibia in the x-ray images of the patient. Product is still in the patient . A knee revision surgery is scheduled. Cement used - palacos with gentamicin. Additional information was not provided. The adverse event is filed under aag reference (B)(4).